Manufacturer narrative:
Investigation is ongoing.

Event description:
Hamilton medical ag received the following incident description: there is a white line through the monitor, about 2.5 inches from the bottom of the screen. Spoke with tech support, they advised to replace lcd.

Manufacturer narrative:
Investigation is ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only: a UDI-di was provided for this device brand and version (generally) in the initial report, yet hamilton medical ag (hmag) established that this particular device (serial number: (B)(6)) was not labelled with a UDI at the time of its manufacturing. Creation of UDI was not a requirement at the time of manufacturing of this particular device (prior to 2015) and had not yet been implemented in production at hmag. UDI data has therefore been removed in this corrected follow-up report. A full UDI (including UDI-pi) will not be provided, this is in alignment with the information on the label on the device with the serial number (B)(6). Updated fields: b4, d4, g6, h2, h4, h11. Follow-up 2 - additional information: the entry fields b4, g6, h2, h3, h6 and h11 have been updated. It was reported that there was a white line through the monitor, about 2.5 inches from the bottom of the screen. No patient involved. The event did not cause or contribute to a death or serious injury to a patient. No log files were provided. To address the issue, a (lc display) was shipped to the customer. No feedback was received confirming whether the replacement resolved the issue. Although the outcome could not be verified, it is assumed that the issue was resolved by replacing the (lc display) as no further issues have been reported.

Event description:
Hamilton medical ag received the following incident description: there is a white line through the monitor, about 2.5 inches from the bottom of the screen. Spoke with tech support, they advised to replace lcd.

Manufacturer narrative:
Investigation is ongoing. Hamilton medical ag complaint number: cer (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. A UDI-di was provided for this device brand and version (generally) in the initial report, yet hamilton medical ag (hmag) established that this particular device (serial number: (B)(6) ) was not labelled with a UDI at the time of its manufacturing. Creation of UDI was not a requirement at the time of manufacturing of this particular device (prior to 2015) and had not yet been implemented in production at hmag. UDI data has therefore been removed in this corrected follow-up report. A full UDI (including UDI-pi) will not be provided, this is in alignment with the information on the label on the device with the serial number (B)(6) . Updated fields: b4, d4, g6, h2, h4, h11.

Event description:
Hamilton medical ag received the following incident description: there is a white line through the monitor, about 2.5 inches from the bottom of the screen. Spoke with tech support, they advised to replace lcd.